Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited loss of capture. The cause of the loss of capture was not determined. The lv lead was surgically abandoned and the existing cardiac resynchronization therapy defibrillator was replaced. No additional adverse patient effects were reported.